Event description:
Ten minutes after the insertion and use, the iab would not augment. The iab was removed and replaced. No pt injury or further complications occurred. The pt reported to be fine. No further details are available.